Event description:
This pt developed a hematoma over the implant site, after sustaining a blow to the head. The hematoma then became infected, requiring the pt to be hospitalized for treatment. When IV antibiotic treatment did not resolve the widespread infection, the device was explanted.